Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: infinion cx. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: (B)(6). Brand name: wavewriter alpha. Upn: m365sc12320. Model: sc-1232. Serial: (B)(6). Batch: (B)(6). Brand name: clik x. Upn: m365sc43180. Model: sc-4318. Serial:(B)(6). Batch: (B)(6).

Event description:
It was reported that the patient experienced an absence of pain relief and a loss of stimulation. Device reprogramming was attempted, however, the issue did not resolve. The leads displayed high impedance measurements and an x-ray revealed a bent lead. The patient underwent a system explant procedure. The patent was stable postoperatively and recovering. The devices will not be returned as they were disposed of by the medical facility. Additional information was received stating that this was a clinical study patient and the lead was assessed to be broken, fractured.

Event description:
It was reported that the patient experienced an absence of pain relief and a loss of stimulation. Device reprogramming was attempted, however, the issue did not resolve. The leads displayed high impedance measurements and an x-ray revealed a bent lead. The patient underwent a system explant procedure. The patent was stable postoperatively and recovering. The devices will not be returned as they were disposed of by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: infinion cx. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 7072630. Brand name: wavewriter alpha upn: m365sc12320. Model: sc-1232. Serial: (B)(6). Batch: 518314. Brand name: clik x . Upn: m365sc43180. Model: sc-4318. Serial: n/a. Batch: 25949811.